Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lateral lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: redo left-sided lumbar discectomy, l5-s1. Lateral arthrodesis, l5-s1. Pedicle screw fixation, l5-s1. Right-sided lumbar discectomy, l5-s1. Spinal implant. Morselized allograft. Morselized autograft pre-op and post-op diagnosis: recurrent disc herniation, l5-s1, left per operative notes: ".. Under bipolar fluoroscopic imaging, a peek implant packed with rhbmp-2/acs was impacted into position and the interspace having the roughed up was then packed with morselized autograft, allograft as well as rhbmp-2/acs. An interbody arthrodesis was thus formed.. There were no complications.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.